Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The quality investigation is complete, codes have been updated.

Event description:
No new information.

Event description:
It was reported that during cryotherapy inside patient's nasal cavity the cryogen flow could not be stopped and caused severe tissue damage including tearing of mucosal tissue, bleeding and exposure of bone. Intervention was necessary with repair of the tissue using multiple unplanned products. The patient is doing well after intervention on follow-up appointment with the surgeon.